Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. The pt may resume pump therapy with the reported pump under the guidance of a health care professional. There have been no reported subsequent events involving this pump. No conclusions can be made at this time.